Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen went dark when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen went dark when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable causes of the reported complaint. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the complaint.